Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted multiple 'no disposable' alarm messages were recorded. Functional testing included use testing. The pump was started in application and a 'no cassette detected' alarm message was unable to be duplicated. However, when a cassette was removed from the pump, the pump exhibited a 'no disposable attached' alarm message. Sensor testing found the downstream occlusion sensor value was within manufacturing specification. The upstream occlusion sensor was recalibrated and the downstream occlusion sensor was replaced. Based on the evidence, the complaint was unable to be confirmed. The root cause of the observation was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.